Event description:
A distributor in china reported on behalf of a healthcare facility, that the bc190 flexitrunk infant nasal tubing was cracked. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
Ps426740 method: the complaint bc190 flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photography provided by the customer and our knowledge of our product. Results: visual inspection of the photograph provided by the customer showed the tubing between the 6th and 7th spiral at the midline connector side was seen damaged. Conclusion: we are unable to determine the cause of the reported fault. All flexitrunk nasal tubings are visually inspected, and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: - "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement."